Event description:
User facility reported that the device was used with pt and then removed from use. According to rptr once device was removed the nurse attempted to retract the needle tip into the safety mechanism but the needle tip did not lock. According to rptr the nurse then sustained a needle stick and had bleeding at the site of the needle stick. Add'l info has been requested regarding any user treatment but not rec'd at this time. No permanent adverse effects have been reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.